Event description:
It was reported the microintroducer was not smooth and had bulged edges which caused the patient pain upon insertion. Additional information received 10-06-2020: "diagnosis: brain abscess, no infectious disease, 'when placing PICC had trouble with microintroducer; when inspecting introducer noticed bulged edges. Due to the bulged edge unable to get introducer through the skin of patient. We had to drop a microez microintroducer kit to finish the PICC line placement. This has happened on several occasions."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) of reen3338 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
Material #: s1173108d5, batch #: reen3338. It was reported "microintroducer is not smooth and has bulged edges customer has had this occur with 3-4 times" "patient pain upon insertion." Additional information received 10-06-2020: "diagnosis: brain abscess, no infectious disease, 'when placing PICC had trouble with microintroducer; when inspecting introducer noticed bulged edges. Due to the bulged edge unable to get introducer through the skin of patient. We had to drop a microez microintroducer kit to finish the PICC line placement. This has happened on several occasions."